Event description:
A company representative (rep) reported on (B)(6) 2016 stating that they received a new 2x8 lead and there was a medical device direction letter that came with it. The product had a barcode on it and they scanned the barcode into mstar to log it in. There is a barcode on the back of the medical device direction letter, but it was smudged and fuzzy and could not be scanned. They could not do a manual entry because there was no serial number associated with the letter. There was no related patient or symptoms reported.